Manufacturer narrative:
B1 - corrected to: adverse event in the initial MDR. B2 - required intervention to prevent permanent impairment/ damage should be added to the initial MDR. Claim #(B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -7.0/1.0/103 was implanted into the patient's left eye (os) on (B)(6) 2024. The lens was intraoperatively implanted and removed due to a capsular tear. It was reported that surgical instruments came into contact with the lens due to surgical procedures. The problem was resolved.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).